Event description:
Title: the plus study: efficacy of triclosan coated suture (vicrylplus) to reduce infection in primary suture of childbirth related perineal tears - a randomized controlled trial. The aimed of this study is to investigate the efficacy of an antibacterial, triclosan-coated suture (vicrylplus) in reducing infection in primary sutured childbirth-related perineal tears. Women aged =18 years with a perineal tear at childbirth were randomly assigned in a 1:1 ratio to either the control group (conventional-absorbable suture, vicryl) or the intervention group (triclosan-coated- absorbable suture, vicrylplus). Reported complications: vicryl (eth). Deeper tear infection (n=47). Infection for first-degree tears (n=8). Infection for second-degree tears (n=44). Unclassified tears (n=2). Infection for third-degree tears (n=2). Vicrylplus (eth). Deeper tear infection n=28. Infection for first-degree tears n=2. Infection for second-degree tears (n=27). Unclassified tears (n=1). Infection for third-degree tears (n=1). In conclusion, the use of triclosan coated sutures significantly reduces the risk of infection in primary sutured childbirth-related perineal tears by 43%, except for first-degree tears. Further research is needed to determine whether their effectiveness remains consistent across the other specific types of deeper tears in a larger study population.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information email has been provided, no follow up can or will be performed at this time. Should further details be received at a later date a supplemental medwatch will be sent. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: matern health neonatol perinatol. 2025 may 5;11(1):13. Https://doi.org/10.1186/s40748-025-00211-0. Pmid: 40320545; pmcid: pmc12051262.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected b5 narrative: the plus study: efficacy of triclosan coated suture (vicrylplus) to reduce infection in primary suture of childbirth related perineal tears - a randomized controlled trial. Matern health neonatol perinatol. The aimed of this study is to investigate the efficacy of an antibacterial, triclosan-coated suture (vicrylplus) in reducing infection in primary sutured childbirth-related perineal tears. Women aged¿greater than or equal to¿18 years with a perineal tear at childbirth were randomly assigned in a 1:1 ratio to either the control group (conventional-absorbable suture, vicryl) or the intervention group (triclosan-coated- absorbable suture, vicrylplus). Reported complications: vicryl suture (ethicon) - infection (n=47) treatment: not reported vicryl plus suture (ethicon) - infection (n=28) treatment: not reported in conclusion, the use of triclosan coated sutures significantly reduces the risk of infection in primary sutured childbirth-related perineal tears by 43%, except for first-degree tears. Further research is needed to determine whether their effectiveness remains consistent across the other specific types of deeper tears in a larger study population. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? Citation: matern health neonatol perinatol. 2025 may 5;11(1):13. Https://doi.org/10.1186/s40748-025-00211-0. Pmid: 40320545; pmcid: pmc12051262.